Manufacturer narrative:
Additional information: investigator assessed that the event is possibly related to antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the rca. Approximately 10 months later the patient noted black stools. The event was treated with a change in medication. The patient is recovering. The patient was on dapt 24 hours prior to the event. The site and the sponsor assessed the event as causally related to the anti-platelet medication and not related to the device.